Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from a supply bag line of the cycler set. There was a pressure leak alarm during fill 1 of 4 and the cassette door popped open during fill 1 as well. The patient was able to reset up with new supplies to continue the treatment. In a follow up, the patient verified the fluid leak event. The patient did not have any harm, intervention, or adverse event due to the leak. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from a supply bag line of the cycler set. There was a pressure leak alarm during fill 1 of 4 and the cassette door popped open during fill 1 as well. The patient was able to reset up with new supplies to continue the treatment. In a follow up, the patient verified the fluid leak event. The patient did not have any harm, intervention, or adverse event due to the leak. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.